Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/11/2016 with the following findings: during investigation, the pump powered on to a dim and faded display. The display appears to have missing segments from the dim and faded display. The pump was opened to find no damage to the display connector or display flex cable. The display connector latch was found to be secure. A test display was installed and worked properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were segments missing from the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).